Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the temperature was not rising on the level 1 trauma fast flow. In addition, a sound was coming from the motor. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one smiths medical level 1 trauma fast flow was returned for analysis in used condition. Visual inspection showed no physical damage. Functional testing involved filling the tank with water, attaching a temp check, plugging in the line cord and turning the unit on. The investigation found that the pump ran noisy, the waterflow was under one gallon per hour and there was no warming function. The investigation determined that a faulty water pump was the cause of the reported issue. The water pump was replaced.